Manufacturer narrative:
Evaluation summary: upon analysis, the device was interrogated and the printouts were reviewed, but as the device was not implanted, there were no segms available for review and it was not possible to confirm the occurrence of noise. Bench testing was performed and the device was found to be normal. No device anomaly was found. The cause of the noise remains undetermined.

Manufacturer narrative:
(B)(4).

Event description:
When the rv lead was connected to the new crt, noise was seen on the rv channel. Reconnecting the lead to the device several times did not resolve the issue. A different crt device was implanted and the issue was resolved.